Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the pacemaker displayed an anomalous eri message. Except for the eri indicator, the battery parameters were normal. The message was cleared which resolved the issue. No adverse consequences were reported.the implant date of the pacemaker is unknown at this time.